Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(4) of constipation problem and bacterial peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). At the time of this report, dianeal pd2 ultrabag therapy was ongoing. On an unreported date, the patient experienced constipation problem. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient required hospitalization for the event of peritonitis. On an unreported date, the patient began remedial therapy with vancomycin (2 gm, frequency and route not reported), fortum (1 gm, twice daily, route not reported) and (B)(4) (daily, dose and route not reported). The cause of the peritonitis was constipation problem. The outcome for the bacterial peritonitis with culture positive for (B)(6) was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.